Manufacturer narrative:
Evaluation of the catheter when received, reveals opacity and buff-yellow discoloration of the extensions. The discoloration is at the site of the bifurcation and extends proximally and distally about 2-3 cm. The opacity, and swelling, also extended over the same area. The swelling appears so severe that the bifurcate has cracked, just distal to the suture wings, on the posterior side of the catheter. Pictures attached to the complaint show the swelling and distortion of the catheter when it was received. A leak was observed in the arterial lumen, under the crack of the bifurcate. No leaks were noted on the extensions in flushing. It appears that the discoloration of the extension is on the outside, working it's way toward the inside of the lumen. It is localized to the area of dressing changes, and disinfecting procedures. The discoloration, believed to be due to the use of iodine. The printed priming volumes have almost entirely been wiped off of both sides of the extensions. These issues could be signs of chemical attack or long use. On the side that the printing is still visible, and on the bifurcate, there is extensive tape residue noted. It is noteworthy at the point of the writing the evaluation on 6/6/97, that the swelling on the catheter body, and extensions has now receded. Contact with the dialysis center found that recommended procedures in cleasing disinfectants were being used. The dressing being used to cover the catheter site, is "covoderm". A sample of this dressing was sent for evaluation. A device history review is not possible as the lot number is not know. The lot number given did not match the product on the device history review. The extension tubing was measured on be 0.033", indicating the polyurethane material was tecoflex. The split in the bifurcate collar is confirmed. The swelling and discoloration may be a result of disinfectant absorbing into the tubing, combined with pressure within the tube.

Event description:
There is a crack(no leakage) on the body of the catheter just distal to the bifurcation near the suture wing. Removed because the pt was exhibiting signs of infection.